Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins was "charging up too quickly" because for the past "several days" the ins battery would go from showing 75% to the charge sufficient screen within just a matter of minutes of charging. Caller said they were concerned about the recharger itself. Caller said usually it would take about an hour to charge from 75% to 100%, pss explained how insr displays ins charge level info and reviewed difference between charge sufficient and charge complete screens. The circumstances that led to the reported issue were asked but unknown. During call caller said that they don't usually use the patient programmer but they used it on saturday to check the ins and that's when they saw that the therapy screen show on and okay but the ins battery icon next to the okay showed only 25% of the ins battery filled in. During the call caller said they were still seeing this info, when pss had caller navigate over to ins battery info screen the screen showed ins battery at 100%, (B)(6) batteries showed 100% as well. Ins was charging like normal during call and showed 75% but then transitioned to the charge sufficient screen. The issue was not resolved. An email was sent to the repair department to replace the device. Pss requesting replacement patient programmer (pp) due to the ins battery icon picture not matching the ins percentage info. Caller will refrain from charging ins until they get replacement pp and will call pss for assistance checking ins battery with replacement pp before charging ins. Caller mentioned pt was in hospital b/c neurologist wanted to do some tests. Additional information was received. The patient rep called back from phone number on file to report that they received a replacement for the patient programmer, but the patient programmer continued to read the ins battery level in the same manner as the previous patient programmer. The caller repeated information regarding how the recharger was indicating that the patient's ins battery was fully charged after only a few minutes, when they knew it was not possible for the ins battery to charge that quickly. The caller mentioned that the patient's chair tipped over in february, and they think the patient may have damaged the ins as a result, which they believe may have led to the ins battery charging so quickly. The caller mentioned that the patient was in the hospital for a week and were trying to get an MRI to check the ins, but they were unable to get the MRI because the MRI machine was broken and a component for the anesthesia was on backorder. The caller indicated that the patient's neurologist checked the ins, but they told the caller that "something was off in the system" and that "something's not connected" because they were unable to read the ins with their clinician programmer. The caller added that they have a feeling that the patient will end up discontinuing dbs because it was not working, and they did not see much difference from when it was working. The caller mentioned that the patient was "very severe," but they did not specify what they meant. The caller was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.